Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a drill bit broke while using a threaded drill guide during implanting a 3.5mm proximal tibial plate delaying the surgery an additional 20 minutes. The drill bit broken fragment was able to be retrieved following removal of the plate and screws already in situ. Once the drill bit fragment was retrieved the plate and screws previously removed were able to be put back in again with no further issues. This is report 1 of 1 for (B)(4)